Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The drive support cap on the insulin pump was inspected and not anomalies were noted. The insulin pump had cracked end cap, minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was prompting him to continue to hold the act button to fill the tubing after he saw the drops. The customer stated that the drive support cap was loose. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated the damaged occurred when he dropped the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to revert to his medically prescribed back-up plan. Advised customer that a replacement insulin pump would be sent. Nothing further reported.